Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 16 previously reported events are included in this follow-up record. Product return status 11 devices were received. 5 devices were not available for evaluation.

Event description:
This report summarizes 16 malfunction events in which the device reportedly overheated. - 10 events had no patient involvement; no patient impact. - 5 events had patient involvement; no patient impact. - 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 14 events were reported for this quarter. Product return status: 11 devices were received. 1 device was not available for evaluation. 2 device investigation types have not yet been determined. Additional information: 14 devices were not labeled for single-use. 14 devices were not reprocessed or reused.

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 14 events were originally reported for this failure mode during the reporting quarter; however, 2 events were inadvertently excluded. 16 reported events are included in this follow-up record. Product return status: 11 devices were received. 3 devices were not available for evaluation. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 16 malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.